Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon was stuck inside my body- vagina [foreign body in reproductive tract] pulled on the string to remove the tampon... Stuck inside body [complication of device removal]. Pulled on the string to remove the tampon and only the string came out [device breakage]. Headache [headache]. Diarrhea [diarrhoea]. Stomach nausea [nausea]. Case narrative: consumer reported via phone that the tampon became stuck in her body. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampon was stuck inside my body- vagina [foreign body in reproductive tract] pulled on the string to remove the tampon... Stuck inside body [complication of device removal] pulled on the string to remove the tampon and only the string came out [device breakage]. Headache [headache] . Diarrhea [diarrhoea]. Stomach nausea [nausea]. Case narrative: consumer reported via phone that the tampon became stuck in her body. No serious injury was reported.